Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set had leak and no delivery during therapy and the customer experienced hyperglycemia. The customer reported that she had high blood glucose levels ranged from 20 mmol/l to 29 mmol/l at the time of incident. Customer was performed self test and the test was passed. The customer was advised that the insulin pump was functioning as designed. Infusion set will be returned for analysis. The reservoir is not expected to return for analysis. Additional device related incidents : infusion set (308399537); insulin pump (308399573).